Manufacturer narrative:
Deviece evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Performed the water side pressure decay leak test. The test ramps up the pressure in the water side to 45 psig and then checks for a pressure decay. During the test there was a leak detected. The leak is in the area between the hexmat and the fiber bundle tongue and groove joint, water to air leak. Blood side pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for return was confirmed. Conclusion: complaint confirmed, for the fusion oxygenator's leak from the bottom of the device during priming. The issue was verified during analysis of the returned device, as a water-to-atmosphere leak was identified in the area between the hexmat and the fiber bundle tongue and groove joint. Review of this unit's device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all required inspections and testing during manufacturing. The issue was addressed by informing manufacturing engineering of this occurrence. After an investigation, it was determined, this type of leak could not occur during manufacturing. The fusion oxygenator is 100% leak tested, which would have identified this type of leak. This condition could be the result of excessive force or physical shock encountered during shipping and or handling. However, root cause is unknown. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information, that prior to use of the fusion oxygenator during priming a leak was observed from the fins on the bottom. The oxygenator was replaced for the procedure. There was no patient involvement, so no adverse patient effects occurred.